Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called and unit has 45 second alarm silence on all the time, he replaced the alarm display board thinking it would fix the problem but did not. Advised the timer on the alarm board has been shorted out. Problem was noticed while being set up, no pt involvement. Gave (B) (4) and price."

Manufacturer narrative:
On march 30, 2010, carefusion sent a letter to the user facility seeking additional info concerning the reported event to include info on any pt involvement. As of the date of this report, there has been no response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B) (4): the following info concerning the eval of the device is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep and a review of the carefusion complaint system. The carefusion tech support specialist in conjunction with the customer determined that the root cause of the reported event was a faulty alarm board. This is known issue that has already been addressed and thus, no additional investigation/eval is required. Corrective or preventative measure info for this issue resides in corrective action request (car) # (B) (4) and engineering change order (eco) # (B) (4).